Event description:
The pt received two percutaneous leads from the same lot as part of his scs system. It was reported diagnostic testing showed impedance issues and the pt's programs were auto-reducing. The pt also reported positional stimulation issues when he bends over or sits down. F/u identified the pt has decided to turn off his stimulation and proceed with getting a pain pump. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.